Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the connecting tube and the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the foreign material was physical damage at location where foreign material was detected. Foreign material temporarily adhered to ob-lens during device handling by the user impacting the image quality. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿-do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.